Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 during an angioplasty procedure in left forearm avf surgery, stenosis in the avf puncture area and 2 years post procedure same incision site was selected for a fistula vein access, the pta balloon allegedly starts to leak, the rupture of the balloon is considered. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 during an angioplasty procedure in left forearm avf surgery, stenosis in the avf puncture area and 2 years post procedure same incision site was selected for a fistula vein access, the pta balloon allegedly starts to leak, the rupture of the balloon is considered. The procedure was completed using another balloon. There was no reported patient injury.